Event description:
It was reported that the patient presented for follow up with far r wave over-sensing exhibited by the implantable cardioverter defibrillator (ICD). Programming interventions were made. There were no patient consequences.